Manufacturer narrative:
Failure analysis confirmed that the insulin pump had alarmed motor error during the rewind due to corroded motor home switch. Moisture damage found at electronic assembly. (B)(4).

Event description:
The diabetes clinical manager reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 78 mg/dl. Manager stated the insulin pump was exposed to moisture; insulin. She stated the reservoir was spilled inside the reservoir compartment. The clinical manager was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.